Event description:
Received info from the atty stating in 10/93 the pt underwent a left knee replacement. In 12/1996; the pt developed a septic prosthetic knee and underwent further treatment. An infection developed requiring removal of the prosthesis and insertion of a cement spacer. On 4/21/97 surgery was done to re-insert the total left knee replacement. On 4/22/97 the dr informed the pt that the wrong instrument was used during the surgery and that they would have to undergo add'l surgery. On 4/24/97 the pt underwent surgery and the polyethylene tibial insert was exchanged.